Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change involving a 23" teflon 6 mm infusion set, no insulin was observed coming through the needle during the fill-tubing step despite more than 60 units being pushed through. The patient removed the cartridge to inspect the tubing and discovered that the cartridge was leaking. The patient stated that several cartridges had shown similar issues in the preceding week. The lot number for the affected cartridges was obtained. The patient was advised to fill a new cartridge and restart the supply change using a new infusion set and connector, which they were able to complete without further assistance. The patient also reported experiencing consistent blood glucose fluctuations, with elevated levels after dinner and lows occurring around early morning, and expressed concern that the device might not be dosing correctly. Additional training sessions were planned to determine whether adjustments or a factory reset might be needed. At the time of the report, the patient¿s blood glucose levels were in range and unaffected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.hold for tnt 12/12